Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for pain. The hcp noted the reservoir volume during refill was greater than expected. The hcp performed infusion testing, checking volumes periodically. The pump was explanted and returned to the MFR for analysis. The pt underwent implantation of another synchromed pump on the same day.